Event description:
Discordant low insulin results were obtained for patient samples on an immulite 2000 analyzer. The customer performed a correlation study with their new lot of insulin reagent (lot 314) and their prior lot of insulin reagent (lot 308). The customer reported increased imprecision and a negative bias with insulin reagent lot 314 (compared to lot 308). There were no known reports of patient treatment being altered or prescribed due to the discordant low insulin results. There were no known reports of adverse health consequences due to the discordant low insulin results.

Event description:
Discordant low insulin results were obtained for patient samples on an immulite 2000 analyzer. The customer performed a (B)(4) study with their new lot of insulin reagent (lot 314) and their prior lot of insuliln reagent (lot 308). The customer reported increased imprecision and a negative bias with insulin reagent lot 314 (compared to lot 308). There were no known reports of patient treatment being altered or prescribed due to the discordant low insulin results. There were no known reports of adverse health consequences due to the discordant low insulin results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc) about the discordant low insulin results with lot 314. The cause of the discordant low insulin results is unknown at this time. This incident is currently under investigation.

Manufacturer narrative:
The 510(k) number has been corrected: k022603.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc) about the discordant low insulin results with lot 314. The cause of the discordant low insulin results is unknown at this time. This incident is currently under investigation. (B)(4) 2012 additional information: the immulite 2000 insulin imprecision on lot# 314 has been investigated by siemens. Siemens has determined that the cause of the immulite 2000 insulin imprecision on lot# 314 is due to a reduction in the concentration of the insulin bead coat antibody (raw material). The device is running within specifications. No further evaluation of the device is necessary.

Manufacturer narrative:
Siemens filed the initial MDR on 02/01/2012. Siemens healthcare dx has implemented a field correction (urgent device recall ur005-2012-04-26, april 2012) for the immulite 2000/2000 xpi insulin assay lots 312-316.